Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill error.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigated. The fse observed blood contamination in drain port of crm. The fse returned to the facility on 11/10 and replaced all blood contaminated parts. The fse then completed pm with full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a